Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 80-year-old patient with a 27mm ce perimount valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years and seven (7) months due to leaflet tear that caused severe regurgitation. As reported, patient presented with nyha iii symptoms including heart failure and dyspnea. A 25mm transcatheter valve was implanted within the pre-existing surgical device. As reported patient was noted as to be discharged in stable condition.

Manufacturer narrative:
Added information to section h6 (device code(s), type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Additionally, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including an implant duration over 8 years.